Event description:
It was reported that two lots of neumann total arthrodesis plates have been mixed (right and left). It was reported that the lateral laser marking is wrong. There neumann ti arthr plt prox l lt products from the same lot were notified and returned.

Manufacturer narrative:
The MFR received the device for review and investigation is ongoing. No source documents were provided for review. A lot number was received for the device, the device history records will be reviewed as part of the investigation process. As soon as additional info becomes available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).